Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent an anterior repair and an obturator sling procedure in 2007. The patient developed a mesh erosion two years later. The mesh was explanted on (B)(6) 2009. Additional information has been requested.